Manufacturer narrative:
Lee, b. H., hwang, y. J., hong, k., cho, y. (2013). Efficacy and safety of an early solitaire stent retrieval technique for acute ischemic stroke. Japanese journal of radiology, 31(9), 608-613. Doi:10.1007/s11604-013-0227-3 the solitaire devices have not been returned for evaluation; product analysis cannot be performed. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient complications during or after solitaire thrombectomy. The purpose of this article was to evaluate the efficacy and safety of early pull-back of the solitaire stent in patients with acute ischemic stroke. The authors retrospectively evaluated 23 cases in 22 patients. Of the 22 patients, mean age was 65.6 years, 8 were female, 14 were male. The article notes that the following results were observed: - four patients in five cases (one patient underwent solitaire thrombectomy two separate times) experienced distal thrombus migration. No patient showed thrombus migration to a different territory. - two patients did not have successful recanalization and ultimately had moderate or poor outcomes.